Event description:
The customer reported there is no vertical movement. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the loose connection on the emergency stop switch. System operates as intended. (B)(4).